Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis of 533 mg/dl. The customer was re-admitted the next day for the same reason. No troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.